Event description:
It was reported by service report that the foot end right siderail would not latch in any required position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.